Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Inflammation vaginal canal [vulvovaginal inflammation]. A piece was missing; they didn't have the absorbing tip. The tampon I used was incomplete and defective, tampon [device breakage]. Case narrative: consumer reported via e-mail that a piece of the tampon was missing, it was incomplete and defective. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Inflammation vaginal canal [vulvovaginal inflammation]. A piece was missing; they didn't have the absorbing tip...the tampon I used was incomplete and defective - tampon [device breakage]. Case narrative: consumer reported via e-mail that a piece of the tampon was missing, it was incomplete and defective. No serious injury reported.